Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead appeared to be kinked due to clavicular crush. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.